Manufacturer narrative:
UDI not available as product serial number is unknown. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion between the shock coils breaching the empty cable lumen, with the inner coil lumen intact in this location. An internal insulation abrasion was also found at the middle region of the lead breaching an unknown cable lumen with the unknown cables and the inner coil lumen not damaged in this location. The cause of the external insulation abrasion was consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.